Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip, causing misalignment of the grips. A clip cannot be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not clamp down and release the clip. No fragment fell into the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the incident occurred while loading the clip onto the clip applier prior to clip application. The jaws would not clamp down. The instrument swayed to the side. The clip application was unsuccessful and was not related to the clip after closure of the clip. Medium-large clips were used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). This was the first application. Another clip applier was used.

Event description:
Refer to h11 for follow-up information.